Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, double bubble effect. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with a (left) 450cc mentor memorygel breast implant and a (right) 400cc mentor memorygel breast implant, suffered right breast firmness, right capsular contracture (baker grade unknown), bilateral breast double bubble, and left breast implant rupture, post-procedure. As a result, the patient underwent bilateral anterior capsulectomy, bilateral inferolateral capsulorrhaphy, bilateral removal and bilateral replacement with two non-mentor gel implants on (B)(6) 2021. Complications on the left breast/implant was reported under mrn: 1645337-2021-03635. This medwatch form is for the right breast prosthesis.